Event description:
The following information was reported to gore: on (B)(6) 2025, following total arch replacement and the elephant trunk procedure for the repair of type a aortic dissection, the patient underwent treatment using the gore® tag® conformable thoracic stent graft with active control system (ctag). During removal of the lock wire, there was significant resistance, and when force was applied, the wire detached from the handle. The access hatch was opened, and the wire along with the angulation fiber was removed, after which the procedure was completed. It was reported that the proximal portion of the stent graft exhibited slight deformation, which was corrected by ballooning.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. Evaluation summary: the device evaluation showed the following: the lockwire and lockwire ferrule were separated from the handle. A bend was present in the lockwire near the ferrule, which is consistent with the reported information. These observations are consistent with the reported event description. There was no evidence of any manufacturing-related anomaly. The angulation handle was separated from the rest of the handle body. Based on the returned delivery system examination and the available information, the cause of the reported proximal stent graft deformation could not be confirmed. During testing for design validation and verification, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. Based on the evaluation, the reported difficulty and inability to remove the lockwire prior to use of the deployment access hatch was confirmed. The root cause of the reported inability to remove the lockwire using the handle could not be confirmed based on the available information and evidence from the returned device. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event; however, information was not able to be obtained to confirm the specific use scenario for this device prior to this evaluation.

Event description:
The following information was reported to gore: on (B)(6) 2025, following total arch replacement and the elephant trunk procedure for the repair of type a aortic dissection, the patient underwent treatment using the gore® tag® conformable thoracic stent graft with active control system (ctag). The device was inserted in an antegrade manner. During removal of the lock wire, there was significant resistance, and when force was applied, the wire detached from the handle. The access hatch was opened, and the wire was removed. The angulation fiber was removed using the handle. It was reported that the proximal portion of the stent graft exhibited slight deformation, which was corrected by ballooning.